Event description:
Customer reported vertical lift problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift power supply and up/down switches. Sys operates as intended.